Event description:
It was reported that approximately 11 months post implant of veritas 10x16 patch for support of the pedicle in the tram breast reconstruction procedure, the patient reported a "bulge" in the implant area. The physician noted that the patient has suffered loss of breast flap support. There was no report of seroma, infection or other complication reported prior to identification of the bulge. The patient is expected to undergo repair on (B)(6), 2011.

Manufacturer narrative:
No product was returned for evaluation. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture.